Event description:
It was reported that during a cryotherapy procedure, the management of heparin was challenging, and 20,000 units were administered. No procedural abnormalities were observed during the procedure. The case was completed with cryo. Several hours after the procedure, the patient suffered a stroke, resulting in hemiparesis and aphasia. Embolic storm was diagnosed. The patient was subsequently transferred to another hospital, and the hospitalization was extended due to the event. The attending physicians have not been able to provide any further information regarding the patient's condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 203cx cables;2035u cables; nitron-console; 2fcc13 sheath; afapro28 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.